Manufacturer narrative:
We have been unable to determine the cause of the patient's purported hemolysis symptoms. No alarm was reported during the treatment, no reports of clotting in the extracorporeal circuit. The facility confirmed that the nurse followed the correct procedure to check the line before placing it on the machine and no deviation has been detected. In 2007, the machine was checked by a gambro technician who observed no anomalies. The conductivity, temperature, and accuracy of the measurement of venous and arerial pressure were checked and found to be as per specifications. Test occlusion of the blood pump was performed and found to be as per MFR specifications. Test of toxicology and bacteriology on the incoming water and reverse osmosis (wro) were performed and were negative. The machine was used after the incident (for other three patients) without any problem. The centre checked the dialysate before the treatment and no residuals for peracetic acid and chlorine were found with stericheck stick. According to hospital procedure the disinfections of the machine is performed every evening. The policy of the centre is to perform a descaling procedure between the dialysis sessions. As the involved sample was not available for investigation, it was not possible to verify the possible presence of kinking of the bloodline, and/or determine if a possible deviation on the line was causative factor of the claimed incident. The high level of methemoglobin found in the patient's blood indicates exposure to chemicals, drugs or food. No abnormalities were found in dialysis fluid related to the rinse procedure or in the microbiological samples. For this patient, the drugs primperan emla cream could be one explanation for methemoglobinemi but is unlikely to explain the purported hemolysis symptoms. Gambro does not regard the submittal of this report as an admission of responsibility for the incident.

Event description:
In 2007, a patient reported feeling nauseous during the course of her dialysis treatment on a phoenix machine. The patient was supplemented with 200 ml of sodium chloride and she was also given primperan, dafalgan. Her symptoms were attributed to hypotension. Uf was decreased and later increased. The patient's treatment was continued for 4 hours as programmed. Staff did not suspect any injury and subsequently decided to discharge the patient. The next day, the patient noticed a dark colour of her skin and went to the hospital where she stayed in intensive care over the weekend. Results of blood analysis verified hemolysis (high values of methemoglobin). Three days later, she received a standard dialysis treatment in the intensive care unit on another machine. The next day, the patient still had increased hemolysis levels.